Event description:
The risk manager from the user facility reported four patients experienced toxic anterior segment syndrome (tass) following cataract surgeries. This report is being submitted as manufacturer report number 1119421-2006-00239. The other manufacturer reprot numbers are: MDR# 1119421.2006-00240, MDR# 1119421.206-00241, MDR# 1119421.2006-00242. In this case the tass developed the first postoperative day. The pt had a vitreous tap with an injection of an antibiotic. Vitreous cultures showed no growth in three days. The patient has had a good outcome following treatment. Two possible contibuting factors were identified by the reporter. The first was a breakdown in the delivery system for the enzymatic cleaner that resulted in the enzymatic cleaner being too strong. The second was possible residue left on the handpiece (denatured viscoelastic) as a result of difficulty cleaning the handpice.

Manufacturer narrative:
Evaluation summary: the complaint device has not been received for evaluation. Lot numbers were provided for the delivery system handpiece, the intraocular lens and the delivery system cartridge. Product history records were reviewed for each lot number identified. All documentation indicates these products met release criteria. There have been no other complaints received for the handpiece lot number and iol lot number provided. There has been one similar event reported from this facility for the cartridge lot number provided.